Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2014. Subsequently, on (B)(6) 2014, patient underwent a revision procedure due to a loosened femoral stem. The femoral stem was reported to have been removed and replaced with a larger size.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive unusual and/or awkward movement and/or activity."